Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft misplacement, endoleak); unapproved use of device (use of a valiant thoracic stent graft in an aaa). Conclusion: device failure related to user handling (use of a valiant thoracic stent graft in an aaa).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel anatomy described as aortic neck was conical 27-34mm proximal for 1cm and 36-38 distally for 2cm, the aortic neck was 3 cm in length. (Conical aortic neck). The physician chose to do a hybrid case to treat an abdominal aortic aneurysm with another manufacturer's bifurcated stent graft, another manufacturer's iliac limb and a valiant 40mm proximal main device proximally in the aortic neck. The stent grafts were correctly placed. The physician modelled the stent graft with a rel46 (according to the IFU for the reliant balloon) and during the remodelling of the stent graft the valiant stent graft moved distally 1 cm. The exact cause of the valiant stent graft movement is unknown, but the physician stated that it is maybe due to the conical shape of the aortic neck interaction with the reliant balloon inflation resulting in stent graft movement of the valiant stent graft. There is a possible type I endoleak present however the physician elected to monitor the patient in one month. No clinical sequelae were reported and the patient is fine.